Manufacturer narrative:
(B)(4).

Event description:
At the conclusion of an ablation procedure, a portion of the distal tip detached. Near the end of the procedure, it was noted the distal tip of the introducer appeared skived and a portion was detached. An MRI was performed; however, no anomalies were noted and there were no consequences to the patient. Further information was not available.

Manufacturer narrative:
(B)(4). One swartz braided transseptal introducer was returned for evaluation. The results of the investigation concluded that the soft gray tip was peeled, torn, and detached. Analysis of the sheath indicated proper bonding between the sheath and the soft tip material based upon remnants of the bond remaining on the shaft. Further analysis identified the presence of a braid protruding into the inner diameter of the shaft at the distal tip near the aforementioned sheath damage. The braid protrusion in a single location is consistent with damage and detachment of the soft grey tip. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the damage to the device remains unknown.